Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer received a button error alarm. Customer's blood glucose was 158 mg/dl. Insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump was received with act button unresponsive due to corroded keypad traces. No button error alarm noted. The insulin pump had cracked case at display window corner, battery tube threads, minor scratched and cracked display window.